Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical record is provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and neurosurgery. At some time post filter deployment, it was alleged that the filter tilted and strut perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately nine years one month post filter deployment computed tomography(CT) revealed infrarenal inferior vena cava filter was positioned to the right of l3-l4. Right posteromedial tilt with filter tip contacted inferior vena cava wall. The distal aspects of all 6 outer and internal filter limbs appeared to extend extracaval, with 2 posterior central inner and outer limbs which appeared to perforate and inseparable antero-superior l4 vertebral osteophyte. Pericaval fat planes appeared preserved with no evidence of stranding or fluid collections. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. However the alleged pe post implant remains inconclusive. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and neurosurgery. At some time post filter deployment, it was alleged that the filter tilted and strut perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.